Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 10:25am and 10:32am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 7 minutes and 35 seconds from 10:25am on (B)(6) 2019, which is sufficient time to replace the reagent. The station properties were reset at 10:32am on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 9 was to be set to the default concentration of 100%. The properties of the reagent bottle in 9 prior to this user action were: ethanol concentration=50.7%, cycle=100, cassettes=7841 and days=49. Although a user affirmed in the instrument software that the reagent concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 10:32am on (B)(6) 2019, the measured ethanol concentration of 7% on 21 november 2019 indicates that a use error occurred during replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol) was used for the final dehydration step of the "factory 8hr xylene standard" protocol comprising 220 cassettes, which started in retort b at 16:48pm on (B)(6) 2019 and completed at 0:51am on (B)(6) 2019; and the "factory 2hr xylene standard" protocol comprising 81 cassettes, which started in retort a at 16:48pm on (B)(6) 2019 and completed at 23:30pm on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint regarding under-processed tissue following completion of processing. The complainant advised that a total of 300 tissue samples from both a two (2) hour and an eight (8) hour protocol were under-processed; both processing had completed with no errors; and a reagent(s) had been replaced prior to execution of the affected processing runs because a threshold had been exceeded. The complainant further advised that all reagents and the wax in all wax chambers had been replaced following the identification of sub-optimal tissue processing; and tissue samples subsequently re-processed using a two (2) hour protocol remained under-processed. On (B)(6) 2019, a leica application specialist - core histology (fss) visited the customer site in order to provide applications support. The fss documented the following observations: "bottle 9: contents are milk white and smells heavily of formalin. Bottles 3-7 and bottle 10: slightly cloudy. Xylene bottles: clear, small amount of blue debris possibly from sponges; and wax baths 1, 3 and 4: water droplets visible." The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and found that the variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limits for bottles 6 and 9. The measured ethanol concentration in bottles 6 and 9 was 91.6% and 7% respectively; and that calculated by the instrument software was 100% and 98.1% respectively. The fss performed the decommission clean procedure to eliminate reagent contamination; replaced all reagents and executed two (2) verification processing runs, from which the quality of tissue processing was satisfactory. Information as to the final status of the tissue samples exhibiting sub-optimal processing and the patient outcome has not been provided as at 17 december 2019, despite the following requests for this information being made by the leica application specialist - core histology: (B)(6) 2019 during site visit; 22 november 2019 by telephone; and 25 november 2019 by email. As at 18 december 2019, no adverse impact to a patient(s) has been reported to the manufacturer.